Event description:
It was reported that the rigid video laparoscope had an error message, pca3418. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end of the insertion section had contour sharpness, charged coupled device was broken and pixel shift was incorrect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction for the following malfunction: the charged coupled device was broken and therefore the pixelshift was incorrect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.